Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2004 and mesh was implanted. It was reported that the patient underwent a mesh removal surgery in 2011 to treat undisclosed injuries. No additional information was provided.

Manufacturer narrative:
(B)(4). Undefined complication occurred. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.